Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-02649 and 1220908-2017-02651 for a similar report involving the same device.

Manufacturer narrative:
The customer was contacted for return of the suspect product. To date, the product has not returned to zoll for evaluation. Based on the information we have, no trend has been identified. Once the product is received, the claim will be reopened and the product will be evaluated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history log was not available for evaluation as part of this investigation. The device's multi-function cable and multi-function cable receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.